Event description:
A female reported eye infection while using renu with moistureloc multi-purpose solution. She noted that her eyes are 'ok" now; however, she is still experiencing problems opening her eyes in the morning because of a "scratch near the center of her cornea from the infection." The patient presented to the doctor's office in 2005, and was diagnosed with keratitis and iritis in the right eye (od). The doctor's office indicated her condition may have been due to a reaction with the preservative of the lenses. She was prescribed pred forte and advised to rinse her lenses with unisol. Sometime later, the patient presented to a second doctor's office with intermittent eye redness and sore eyes. The patient was examined and found to have 2+ injection in both eye (ou), superficial punctate keratitis od, and a corneal scar and scattered erosions os. She was prescribed zymar for keratitis and advised to discontinue contact lens wear for 2 weeks. The doctor reported the patient probably had a bacterial corneal ulcer, which he felt was unrelated to her use of any bausch & lomb solution.

Manufacturer narrative:
Although this complaint is unrelated, baush & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.